Event description:
The surgeon had inserted a three piece silicon lens model aq2010v into pt's eye and one haptic tore. The lens was removed without enlarging the incision and replaced with another model lens. No pt injury.